Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture implant exchange". Healthcare professional later reported "possible rupture". This record is for the right-side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observation observed. Additional, changed, and/or corrected data: d6a, d.9., h.3., h.6.

Event description:
Patient reported "rupture implant exchange". Healthcare professional later reported "possible rupture". This record is for the right-side. Healthcare professional later reported "patient thought the implant was ruptured, upon explant surgery the implant was not ruptured". Patient reported later "capsular contracture baker grade IV". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "patient thought the implant was ruptured, upon explant surgery the implant was not ruptured". Patient reported later "capsular contracture baker grade IV".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03apr2024.

Event description:
Patient reported "rupture implant exchange". Healthcare professional later reported "possible rupture". This record is for the right-side. Healthcare professional later reported "patient thought the implant was ruptured, upon explant surgery the implant was not ruptured". Patient reported later "capsular contracture baker grade IV". Device has been explanted.